Event description:
It was reported by the patient's wife that the previously working remote monitor did not respond to the start button. A replacement power cord was tried but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Corrosion and contamination was found on the printed circuit board assembly. Due to this condition the unit was unable to power up.